Event description:
The patient experienced a lack of therapy corresponding to the right brain hemisphere/left body. The deep brain stimulator failed an impedance check with channel 2; impedances were greater than 40,000 ohms on all combinations. The lead only was checked using alligator clips attached to the proximal end of the lead and then the lead/extension with clips attached to the proximal end of the extension and all impedances were within normal range. The stimulator was replaced. Impedances were still greater than 40,000 ohms on both sockets. The surgeon disconnected and forcefully reconnected the extensions and impedance readings were then in normal range. There was no patient injury associated with the event. The patient recovered without sequela after replacement.

Manufacturer narrative:
(B)(4). The neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.